Manufacturer narrative:
H.6. Investigation summary customer returned (2) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 9028795. Customer states that the scale was misaligned. Both returned syringes were tested using the plug gauge and one sample exhibited the 5 unit marking to fall out of specifications. A review of the device history record was completed for batch # 9028795 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion . Bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description . On 24 feb 2020, holdrege received two (2) 3/10cc, 8mm, 30g syringes in an open poly bag from lot # 9028795. The samples were decontaminated per hstr-17 and hqa-68 prior to being evaluated. Per qc700450 rev 42 section 5: for scale accuracy, check by using plug gauge for visual inspection to determine if scale is in correct location. If accuracy on barrel is questionable, perform volumetric test. A visual evaluation of the syringes using a plug gauge (gauge# 10372) determined the scale is in the correct location for (1) of the syringes. Volumetric testing was performed on (1) syringe and were in the acceptable limits. These meet the requirements of iso 8537. Acceptable limits per qc700450 rev 42: volumes are measured at the 10- and 30-unit scale lines. Per the chart in section 6.5 of qc700450, specification for volumes at the 10 unit scale line are between 0.0933 and 0.1063 grams. Specification for volumes at the 30 unit scale line are between 0.2843 and 0.3143 grams. Actual volumetric results from complaint: using scale #13716: syringe #1: 10 units 0.1030 grams 30 units 0.2977 grams. The reported defect was not confirmed as all syringes were within the specified limits, therefore no investigation is required.". Rationale : based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd insulin¿ syringe with the bd ultra-fine¿ needle was found to have a misaligned scale markings. The following information was provided by the initial reporter, translated from japanese to english. Verbatim: ¿ the scale was misaligned.".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd insulin¿ syringe with the bd ultra-fine¿ needle was found to have a misaligned scale markings. The following information was provided by the initial reporter, translated from (B)(6) to english. Verbatim: ¿ the scale was misaligned."